Event description:
It is reported that a customer has physical damage in the form of cracks on their belt clip and used super glue to put it back together. The customer stated they got super glue on their insulin pump. The patient's blood glucose level was at 332 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump was received with a torn address serial label, minor scratches on the lcd window, and glue on pump.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.